Event description:
The patient was seen for a routine examination. The patient has never had much open set speech and thus, communication, continued to be somewhat of a problem with him. At the initial stimulation in 2003, testing was unremarkable on all 12 channels. In 2004, electrodes 11 and 12 short circuited and several electrode impedances and increased to > `s. Three mos later, electrode 3 went hi. In 2005, electrode 1 went hi and in addition the gp showed a gradual increase. Finally, 7 mos later electrodes 1,2,3,4,5,6,7,9 and 11 were hi and the ground path impedance showed '_ _.'